Event description:
It was reported that after a percutaneous electrophysiology procedure, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, during thumb advancer deployment, resistance was met and completion of thumb advancer could not be completed. The safety release was activated releasing the device from the patient anatomy. During removal of the device the starclose se clip fell from the device landing on top of the skin. Manual arterial compression was applied for thirty minutes to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance during thumb advancer deployment was confirmed as the analysis of the device detected shaft carving at the proximal end of the flex-guide. The reported device clip falling from the device landing on top of the skin during device removal was not confirmed as the analysis of the device revealed that the clip remained loaded on the carrier tube. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the patient was morbidly obese with thick adipose tissue and a deep tissue tract. Per the starclose se instructions for use (IFU) under special patient populations, the safety and effectiveness of the starclose vascular closure system have not been established, in the patient populations who are morbidly obese (body mass index > 35 kg/m2). Additionally, the detected flex-guide/shaft carving and its resulting component damage may have been the result of a failure to maintain the alignment of the clip delivery components while the thumb advancer was deployed. The starclose se IFU states under closure procedure while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This advances the clip delivery tube over the flex-guide while splitting the sheath from the hub to the distal tip.